Manufacturer narrative:
The device was not returned to mmd for investigation. A DHR review was completed and did not show the currently reported issue. Because the device was not returned to mmd, no investigation could be performed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump alarmed infusion complete, but that the IV bag was still "completely full" and that the infusion had been started the day before. They did not provide any information about the rate, dose, or expected length of time for the infusion. Mmd did follow up with the initial reporter, who stated they had no further information about the complaint. There were no adverse effects to the patient reported. (B)(4).